Manufacturer narrative:
Submit date: 08/24/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a catheter. The customer reports: the silicone catheters are responsible for glans erosion wounds in the patient. Erosions on glans beside insertion point (not within urethra). All were blisters. Wound nurse notations say pressure ulcers. Charted: there were issues reported with catheters coming apart from the tubing with minimal traction. As a result our cauti rate increased.

Manufacturer narrative:
There were no physical samples or pictures submitted with this complaint report. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. The product was manufactured on 06/06/2016. The exact root cause of the reported condition stated by the customer could not be determined due to no physical sample being received for evaluation. Based on previous reports, a formal investigation with a corrective and preventive action (CAPA) was opened. As a result of this investigation the root cause was determined to be operator fatigue. The connector has 5 steps in which the manufacturing requirement is to assemble until the 4th ring; it was shown in the investigation that the operator did not always assemble until the 4th ring. Studies show that the less rings assembled the less pull test it has. The procedure was updated to change the assembly specification. The lab was modified for the pull test specification for silver coating, latex, silicone and temperature sensing. A pull test was added as a quality release inspection for silver coating, silicone, latex and temperature sensing catheters. As part of the CAPA, there will be a replacement of the manual assembly to a semi-automated fixture. This complaint will be recorded for tracking and trending purposes.

Manufacturer narrative:
Originally reported as malfunction and has been corrected to serious injury.